Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. The patient¿s parent stated on (B)(6)/2020, the patient developed an infection. The area was hard to the touch and filled with pus. The patient was evaluated by a healthcare personnel (hcp) and prescribed oral antibiotics. At the time of report, the skin reaction had resolved. No additional patient or event information is available.